Manufacturer narrative:
An attempt to reproduce the reported event using minimed mobile app (software version 2.2.0) using various configurations was conducted and confirmed the issue was reproduced on following devices: sony xperia xz2 (android 10), huwaei p30 (android 10), samsung galaxy s9 (android 10), xiaomi mi 9 se (android 11), pixel 3 xl (android 11), samsung galaxy s10 (android 12), samsung galaxy a32 (android 13). The software did not successfully adhere to the specified requirements and did not performed in accordance with the expectations specified in (B)(4). After conducting a thorough investigation, we have found that the issue is being caused by a false positive being reported by the zshield (2.95.0) debugger detection. In the mmm application we will show the developer options screen when developer options is turned on in the android settings or when the zshield debugger detection tool detects that a debugger tool is being used on the device in the context of this issue, the debugger detection was returning a false positive which in turn was causing the developer options to be shown to the user. This issue was fixed in the mmm 2.2.1 version. The esf number that corresponds to the reported issue is: (B)(4). Helpline reported that after updating to minimed mobile version 2.2.1 the issue was resolved. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had gotten the developers option message in the minmed mobile application. Troubleshooting was performed. The issue could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device and will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. "Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.